Manufacturer narrative:
H.6. Investigation summary: two photos of 30g x 5mm autoshield duo cannula were returned from lot. No. 8284802, cat. No. 329605. Visual examination of the returned photos show that the needle was attached to the pen and had separated from the autoshield duo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed with the returned photos therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that the safety shield failed with a bd autoshield¿ duo safety pen needle.. The following information was provided by the initial reporter, translated from french to english: at the time of disabling the insulin pen's autoshield system, the plastic part of the system was gone and the needle stayed in the pen. Additional information (B)(6) 2019: no consequence for the hcw or the patient, but risk of exposure to blood identified.

Event description:
It was reported that the safety shield failed with a bd autoshield¿ duo safety pen needle.. The following information was provided by the initial reporter, translated from french to english: at the time of disabling the insulin pen's autoshield system, the plastic part of the system was gone and the needle stayed in the pen. Additional information (B)(6)2019: no consequence for the hcw or the patient, but risk of exposure to blood identified.

Manufacturer narrative:
H.6. Investigation: two photos of 30g x 5mm autoshield duo cannula were returned from lot. No. 8284802, cat. No. 32905. Visual examination of the returned photos show that the needle was attached to the pen and had separated from the autoshield duo. One open 30g x 5mm safety pen needle with a pen injector and two photos were returned from lot. No. 8284802, cat. No. 32905. Visual examination was carried out on the returned sample and photos and it was observed that the needle was attached to the pen and had broken off from the autoshield duo. Visual examination of the returned photos show that the needle was attached to the pen and had separated from the autoshield duo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Visual examination was carried out on the returned sample and photos and it was observed that the needle was attached to the pen and had broken off from the autoshield duo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed with the returned sample and photos therefore no root cause can be identified. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield failed with a bd autoshield¿ duo safety pen needle.. The following information was provided by the initial reporter, translated from french to english: at the time of disabling the insulin pen's autoshield system, the plastic part of the system was gone and the needle stayed in the pen. Additional information 2019-05-13: no consequence for the hcw or the patient, but risk of exposure to blood identified.